Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair a fractured distal clavicle acromioclavicular (ac) joint on (B)(6) 2016, while inserting a 3.5mm locking compression plate (lcp) plate, the handle of a 6mm periosteal elevator broke apart in the surgeon's hand, cutting the surgeon's glove. The handle of the device broke into two pieces; approximately 25 percent of the handle was still attached to the device and approximately 75 percent broke off. There was a one (1) minute delay while the surgeon re-gloved and obtained another device. The surgery was successfully completed with an alternate instrument with no harm to the patient or the surgeon. This report is 1 of 1 for (B)(4).